Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not received for analysis, no further investigation can be performed and the root cause of the event cannot be established. However, based on the document review performed, no manufacturing deficiencies were identified.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2015. On (B)(6) 2018, the patient returned for re-do aortic valve replacement due to prosthetic aortic stenosis and calcification, and a medtronic freestyle 25 mm valve was implanted. The patient died post-operatively; however, the cause of death and relationship to the device were not specified.

Manufacturer narrative:
The manufacturer was notified of this event via the FDA (mw5080715). No submitter information was disclosed with the event report. Additionally, the serial number of the device was not reported. As such, the manufacturer is unable to identify the device or the submitter of the event report. Therefore, no follow up or device investigation is possible and the root cause cannot be determined. Device not available, unable to followup.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2015. In 2018, the patient returned for re-do aortic valve replacement due to prosthetic aortic stenosis and calcification. The patient died after the procedure. The time duration between the re-operation and the patient's death was excluded from the report to the manufacturer. No other information or indication of the cause of death was provided.